Event description:
Formal claim received regarding pinnacle/corail hip implants. Claim reports pain and mobility problems, but no revision has been confirmed.

Manufacturer narrative:
(B)(4). Formal claim received regarding pinnacle/corail hip implants. Claim reports pain and mobility problems, but no revision has been confirmed. The devices associated with this report were not returned. A review of the device history records for metal head provided product and lot code is no longer required per wi-3430. A complaint database search finds no other reported incidents against the remaining product and lot combinations. A request for compensation (claim) has been received from this patient. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Information received from kennedys. Formal claim received regarding pinnacle/corail hip implants. Claim reports pain and mobility problems, but no revision has been confirmed. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.